Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes. A non-sterile pgw jindo 300 cm str .035 endovascular wire was received for analysis coiled inside a plastic bag. The original packaging was not returned for analysis. Per visual analysis, the wire was received stretched /unraveled at the distal tip. No other issues were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event by the customer as ¿guidewire- exposed braidwire/corewire¿ was confirmed due to the stretched /unraveled condition in which the product was received. Nonetheless, the cause of the stretched/ unraveled damage condition on the wire could not be conclusively determined during the analysis. It is possible that procedural/handling factors may have contributed to the event reported. According to the product instructions for use, users are warned that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Neither the product analysis nor the device history record review suggests that unraveled/stretched condition could be related to the manufacturing process. Therefore, no corrective or preventative action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported event.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a jindo guidewire was exposed during its first use.

Manufacturer narrative:
A jindo guidewire was exposed during its first use. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. The wire was neither kinked nor damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The lesion was not a chronic total occlusion (cto). The wire behaved normally. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 35228887 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire exposed braidwire/corewire¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. According to the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control.¿ also provided in the IFU, ¿movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.